Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-01001. It was reported the patient suffered a fall and the lead located at the l4 vertebral level migrated. Surgical intervention was undertaken and during the procedure the lead located at the l3 vertebral level moved. Both leads were removed and replaced. Reportedly, therapy was restored.